Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 9 months following the implant of this transcatheter bioprosthetic aortic valve within the native aortic valve a transthoracic echocardiogram (tte) identified structural valve deterioration. A transthoracic echocardiogram (tte) noted a left ventricular ejection fraction of =60%. Mild transvalvular aortic regurgitation and mild total aortic prosthetic aortic regurgitation was identified. An increase in the mean gradient of =20mmhg from the first echocardiogram following the index implant procedure and a mean gradient of =30 mmhg were reported. Approximately 2 months later a valve revision procedure occurred with provisional coronary protection of the left coronary artery (lca) with a guidewire, a guide catheter, and a deflated balloon. Leaflet modification with a unicorn procedure for the lca prior to the valve-in-valve (viv) implant was performed. The transcatheter valve simultaneous invasive peak and mean pressure gradients measured 80 and 80, respectively. The left ventricular end diastolic pressure (lvedp) measured 25. The blood pressure was reported as 103/49 mmhg. A non-medtronic 23 mm valve was implanted viv. Post implant dilatation of the non-medtronic valve was performed with a 23 mm non-medtronic balloon. Following the non-medtronic valve implant, the simultaneous invasive peak and mean pressure gradients measured 0 and 0, respectively. As reported, an angiogram noted none or trivial aortic regurgitation of the non-medtronic valve.